Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and forceps passage does not pass due to a large kink observed. The most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue due to fatigue problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope forceps passage does not pass due to a large kink observed. There was no patient involvement.